Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that each time the pump was charging, the customer received multiple temperature alarms and reported that the pump felt warmer than usual. The customer's blood glucose (bg) level was approximately 200 mg/dl; however, the exact value was not provided. The customer delivered boluses to address bg level. Reportedly, the customer would continue to use the pump until replacement pump is received.